Event description:
Implant fracture.

Manufacturer narrative:
Mechanical evaluation revealed that the product was in accordance with the specifications and the implant fracture was caused by manipulation.